Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and last night blood glucose level was over 400 mg/dl. Customer¿s other blood glucose level was 289 mg/dl at the time of call. Customer mentioned that in the middle of bolus he got a no delivery alarm. Customer stated that after lunch blood glucose remained elevated that seems not delivering the insulin. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.